Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. The noise was recreated in primary and alternate vectors. Technical services (ts) suspected this was caused by sense b noise. Technical services (ts) recommended reprogramming to secondary vector, continue to monitor, and have the patient perform a patient-initiated interrogation (pii). The patient completed the pii and submitted it to ts for analysis. Ts confirmed there was no noise present in secondary vector and confirmed the most likely cause was sense b noise. This s-ICD remains in service. No adverse patient effects were reported.